Manufacturer narrative:
Product analysis the device returned with the external slider and the tip capture release handle in the home position. The front grip was loose on the graft cover having moved off the handle. Deformation was observed to the graft cover over the stent graft. The taper tip was curved. A partial break was visible to each of the front grip tabs. The external slider was securely fixed on the screw gear with no evidence of a prior detachment observed. The stent graft was deployed by rotating the external slider with no abnormalities noted. The detachment of the front grip was confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant captivia stent graft was intended to be implanted during the endovascular treatment of a 400+mm dissected aortic ulcer. It was reported that during the index procedure when the stent was entering the patient's body along the guidewire, the blue handle of the delivery system fell off and separated. The surgeon was able to pinch it together but was not sure whether the device would open successfully so then removed the delivery system and another stent was used instead. It was confirmed the packaging of the device was intact. There were no abnormalities noted with the device when it was unpacked and during the flushing process. Per the physician the cause of the event is undetermined. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
B5; additional information received : it was confirmed it was the blue handle that detached during the procedure, after this the delivery system was removed from the patient. After the procedure, the physician attempted to re-install the blue slider but failed. It was confirmed that during delivery the front grey slider was not loose or detaching. The front grip was not seen to fall off. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.